Manufacturer narrative:
UDI - not required for the reported product code/lot number. Device manufacturer date - 10/24/2014 thru 10/27/2014. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation was based on the user facility information and functional testing of five retention samples of the reported product code. Functional testing could not reproduce the reported failure. A review of the manufacturer inspection record was conducted with no relevant findings. A review of the complaint records was conducted and confirmed no similar reports of this nature. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. A comment was made by the user facility that recently they had approximately four 20g IV catheters that have not performed correctly. However, those events were not reported to the manufacturer and no additional information was available including event dates, lot numbers, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this anecdotal information within this report for reference purposes. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported a safety device activation issue with the involved device. Follow up communication with the user facility reported: during a routine follow up to the ICU after a fairly recent implementation, one of the ICU nurses stated that she recently had approximately four 20g IV catheters that have not performed correctly; the nurse reported that when she withdrew the needle from the catheter after vein cannulation, the needle was sticking out the end of the device; the nurse reported that the needle cover device did not fully extend and thus the needle was protruding out the end of the device; and there was no injury to the nurse performing the insertion.